Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self, restart error, displacement and rewind. No force system sensor alarms noted. However, unable to prime unit during the prime and motor error alarm test during basic occlusion test due to faulty force system sensor. The drive support was inspected and no anomaly noted. Unit received with cracked case at display window corners, cracked case at reservoir tube window corners, cracked belt clip slot, cracked battery tube threads and minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor while holding the act button. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.